Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305122 batch # 4060100 issue: pt was recapping needle and had a needle stick when needle pierced through safety sheild. Pt harm picture is available was the needle contaminated with bodily fluids that were not your own? No it was not. Were there any diagnostics performed as a result of the soiled needle stick? If yes, what diagnostics were performed? No, no diagnostics were performed. Was any medical intervention required? If yes, please describe what treatment was provided. No, no medical intervention was required.

Manufacturer narrative:
(B)(4). Follow up it was reported the needle pierced through safety shield during recapping. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle with the plastic shield assembled to a syringe. The tip of the needle is through the shield. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This product should not be recapped after use. A device history record review was completed for provided material number 305122, lot 4060100. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.